Event description:
The customer reported a motor error. The blood glucose reading was 5.5 mmol/l. The alarm occurred during a bolus delivery. There was also a second motor error alarm. The insulin pump was able to rewind and the unit was not dropped or bumped. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion, prime, and excessive no delivery tests. No motor error alarm was noted during the bolus and basal delivery. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, scratched reservoir tube window and a cracked reservoir tube lip.